Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens was jammed in cartridge and the lens was placed in eye and it was noticed that there was a little mark in the middle of the iol and new iol was requested. Additional information has been requested.